Event description:
Information was received from a patient(pt) regarding an external device.  The reason for call was that they went to charge the implanted neurostimulator yesterday as they could tell the stimulator wasn't providing stimulation and they recharged the ins for about an hour, however when they went to adjust the stimulation before they went and did some errands, the recharger cord was really hot and when they felt the controller, the controller was super warm. Pt said that the controller battery was at 40% and the implant hadn't charged at all. Agent reviewed recharger replacement with the pt. Pt said that also the date and time on the controller were wrong since the date and time didn't automatically adjust the time zones from when they moved. Agent had the patient unlock the controller; patient saw that the date and time were grayed out, so agent understood that the implantable neurostimulator (ins) wasn't charged enough for the date and time to be changed. Agent reviewed with the patient that they could change the date/time settings in the controller menu once the implant was charged. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755, (serial: (B)(6) ); product type: 0213-recharger, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure with poor recharge quality message. No visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.